Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that there was health related question pertaining to the back/spine/stimulation therapy for chronic pain. It was noted that during the trial period, the machine performed well. It was also noted that once operated into the body, the machine no longer performed at optimal level. In the end, the patient had to get the machine taken out. The reporter wondered why this occurred and the next step. The reporter was a child of the patient. Additional information was requested but was not available at the date of this report.